Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor 8/6/2019, electrode belt 11/21/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. It was reported that the patient was in the hospital at the time of passing. Prior to passing, from 12:42 am to 1:55 am, the patient received 11 inappropriate shocks from the lifevest. The patient's rhythm at the time of all of the treatments was asystole with CPR and motion artifact. The CPR and motion artifact contributed to the false detection. The response buttons were not pressed during the event. It was reported that the lifevest was removed from the patient after the treatments were delivered. The patient reportedly passed away around 5:00 am on (B)(6) 2020 while not wearing the lifevest. The patient reportedly passed away due to emphysema and a heart attack. Submitting MDR and closing the complaint.